Event description:
During an atrial fibrillation redo ablation procedure, the patient experienced inferior st elevation, chest pain and heart block immediately after changing an irrigation bag and beginning ablation with a tactiflex ablation catheter. The healthcare team thinks that this was caused by an air bubble being introduced and entering the right coronary artery. It is believed that the air embolism was most likely caused when the saline irrigation bag was changed and then manually flushed. The st elevation and heart block were self-resolved with no intervention needed. Further information on the sequence of events pertaining to the exchange of the irrigation bag and subsequent air entry was requested but could not be obtained. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.